Event description:
It was reported following removal of this dialysis catheter due to an undetermined infection, the cuff detached and remained in the pt. Attempts to retrieve the detached cuff were unsuccessful. This device has not been rec'd for eval. Therefore, no failure analysis is available. Co's attempts to obtain further info regarding the circumstances surrounding this event were unsuccessful. Should further details become available, a supplemetal medwatch report will be forwarded under the appropriate sequence number. Pt anatomy and/or user tehnique during catheter removal may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use outline appropriate removal techniques, which include: "free the cuff from the tissue prior to removal. After removing the catheter, apply manual pressure to the puncture site to control bleeding... Caution: when removing the catheter, do not use a sharp, jerking motion or undue force; this may tear the catheter."